Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 20-23mm in diameter and 30mm in length. The left common iliac artery was 12-11mm in diameter and the right common iliac artery was 10-9mm in diameter. The right external iliac artery measured 8mm in diameter and the left external iliac artery measured 7mm in diameter. The aortic neck angulation was moderate (approximately 45 degrees) with mild thrombus present. It was reported that during the procedure, the top cap would not release the suprarenal stent. The physician stated that the cause of the suprarenal stents not deploying was due to user error; physician torqued the delivery system and spun the blue handle at the same time causing parallax difficulty and an in vivo kink. When trying to position the contralateral gate of the bifurcated stent graft there was too much stent deployed and the delivery system kinked when the physician tried to spin the delivery system further. The kink in the shaft caused the supra renal stent not to deploy. The physician had to do a back handle disassembly to release the suprarenal stent. The top cap did not stay adjoined to the delivery system on the way out because hemostats were not used to secure it upon removal and the top cap caused the dissection of the femoral at the access site. The physician treated the patient surgically for a focal dissection immediately following the stent graft deployment. The patient had an arterial patch implanted, resolving the event. The physician attributed the dissection to the kink in the delivery system graft cover. No additional clinical sequelae were reported and the patient is fine.